Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized and the pump alarmed no delivery and battery out limit. Customer's blood glucose was 240 mg/dl at the time of the incident. Troubleshooting explained the reason for the alarms and assisted in clearing the alarms for the customer. No further details given.